Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other omnilink elite device referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported as a general statement that during the physician's years of experience as an interventional cardiologist, two omnilink elite stents had thrombosis. Due to the thrombosis events, the physician changed from using omnilink to a competitor device. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). Correction: manufacturer address. The device was not returned for evaluation. A review of the lot history record of the reported lot could not be conducted since the part and lot numbers were not provided. The reported patient effect of thrombosis is listed in electronic instructions for use peripheral stent system omnilink elite, as a known patient effect (of coronary stenting procedures). A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. No unique device identifier (UDI) is being reported since the part and lot numbers were not reported and the device was not returned to abbott vascular for analysis.